Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿ bioburden¿ was not confirmed. The forceps passage of the scope was inspected with a borescope and found to be clear with no bioburden or debris found. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that bioburden was noted inside the scope. The customer confirmed that there was no positive device culture and no patient injury. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.